Event description:
During a rotator cuff repair using the footprint ultra anchor, it was reported that the anchor broke while tapping into the tunnel; it was securely removed from tunnel later on. The case was completed successfully with an available back up device after a fifteen minute procedural delay. The backup device was implanted in a new hole, leaving the original hole empty without product. The patient¿s bone quality was reported as normal and the site was prepared with the 3.8mm gold awl. There were no reported patient injuries or complications.

Manufacturer narrative:
Footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the inserter shows the inner shaft is bent approximately 45 degrees; this condition is consistent with off axis insertion. Dimensional assessment of the inner shaft confirmed it met print specifications. Anchor was not returned however photos were supplied. The photos show the anchor has broken were the inner shaft has been bent providing additional evidence of the likeliness of off axis insertion. Per the devices IFU 10600584 ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith & nephew mallet (sold separately) to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface¿. No further investigation is warranted at this time. (B)(4).